Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the site was unable to verify their registration probe after multiple attempts and multiple instrument trackers. Surgery was completed without the use of the navigation system and there were no reported issues. Surgical time was extended by less than one hour and there was no reported patient impact.

Manufacturer narrative:
UDI was updated. Device manufacturing date was updated.